Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6), accepted v-p shunt on (B)(6) 2016 with (B)(4) and (B)(4). No anomaly occurred during procedure. On fourth day after surgery the patient was sick. On (B)(6) 2016 the surgeon checked catheter and flushed again and again. After two days the drainage was not smooth. The surgeon did revision surgery and changed the new catheter on (B)(6) 2016. Now the patient condition is stable.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 90mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for about 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), passed the test. The valve was flushed, passed no occlusion was noted. The valve was leak tested, only leaked from the needle holes. The 2 small pieces of catheter were irrigated, no occlusions were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cplbz0, conformed to the specifications when released to stock on the 18th october 2013. Review of the history device records confirmed the catheters product code 82-3072 with lot crmbv7, conformed to the specifications when released to stock on the 20th october 2014. The root cause reported by the customer could not be duplicated, the valve functions. No problem was found with the 2 small pieces of catheters returned. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.